Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve stimulation. The patient requested to have it revised. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that the outer insulation had breached environmental stress cracking. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking and was torn.